Event description:
It was reported that during a routine procedure, this right ventricular (rv) lead was observed to exhibit low out of range shock impedances measuring less than 20 ohms. It was suspected that electromagnetic interference from the cautery was the cause of the drop in shock impedances and once the grounding pad of the cautery tool was unplugged, the impedances returned to normal. At this time, the rv lead remains in service. No adverse effects were reported.